Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit kept shutting off on its own and was staying in standby.